Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post implant, the right atrial (ra) lead exhibited high thresholds and was confirmed to have dislodged on chest x-ray. The ra lead was initially reprogrammed and subsequently, repositioned and remains in use. No patient complications have been reported as a result of this event.